Event description:
It was reported the zfr00v 22.5 diopter intraocular lens (iol) was explanted in a secondary surgical procedure due to patient complaint about glare and halos. In addition, the patient can see the actual optic rings in the dim light condition. An eyhance iol was implanted as the replacement lens. There was no incision enlargement, no suture(s), and no vitrectomy. Patient status was reported as temporarily impaired and daily activities are significantly affected. Vision pre-operative: far: 0.6 near: (decimal). Vision post-operative: far: 0.8 near: no further information was provided.

Manufacturer narrative:
Patient age and date of birth, patient weight, and ethnicity and race: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown as information was not provided, the best estimate date is between (B)(6) 2022. Telephone number: (B)(6). Email address: unknown/not provided. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.